Manufacturer narrative:
The technician replaced the worn brake casters to repair the bed.

Event description:
Information received indicates the brake casters are swiveling after the brake is engaged.